Event description:
Customer noted an increase in neisseria gonorrhea (ng) positive and grey zone results in 4/05 with the cobas amplicor CT/ng test kit lot f12732; grey zones were retested as per package insert and were resolved as positive. Customer sent the positive specimens to a secondary lab for ng testing and all tested negative at the secondary lab. Customer stated that they did not recollect the specimen, and pt's were treated based on the initial results with the cobas amplicor CT/ng test. Customer performed a decontamination procedure after 2005, and discarded any remaining amplicor CT/ng kits used for the initial testing. No kits that were associated with the event could returned for analysis by roche.